Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of customer provided image revealed that anchor is missing from device and suture is cut. A review of the instructions for use found: read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. A visual inspections revealed that the t2 anchor is missing and that the suture is damaged. The fast fix device has been used and the needle tip appears to be bent in the horizontal direction although the normal curve of the device is vertical and bent per manufacturer specification the added horizontal bend is not a manufacture design. The depth gauge has been moved from manufacturer position and the deployment of anchors have occurred as one anchor is removed second anchor is missing and needle has debris and is reset back to first deployment. A functional evaluations revealed that the fast fix device deployment knob deployed with no hesitation both depressions although nothing deployed with t1 and t2 being removed from the device. The depth gauge functioned as intended and with t2 anchor missing the slip knot can still tighten as intended when attempted. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair, the loop of the "fast-fix 360 curved needle was broken. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.